Event description:
It was reported that, during patient use, the ventilator was auto power cycling. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) received a ventilator missing the rear relief valve. Visual inspection of all connections was performed, internally and externally, checking for continuity and proper connection. An internal visual inspection revealed poor condition of the tubing and the battery. The battery was swollen, and had a date code of june 11, 2003. The vent was set to continuously run for over 25 hours, and no issues were observed. There is no record of this device ever being serviced by covidien. The unit will be allowed to run for several more days to verify if any malfunction arises. The fse was unable to verify the reported customer complaint.